Manufacturer narrative:
(B)(6) a batch record review was completed and indicates no discrepancies. Pm logs have been reviewed and all pm's were completed with no discrepancies. Affected amount: 1pc. Aquacel ag surgical drs 4x20cm was manufactured under sap code 1186145 and manufacturing lot number 8l03677. Lot # 8l03677 was sterilized under lot 1220875641 and released on review of results of sterilization provided by sterilization company steris. The production process, in process testing and packaging of products was run in accordance with pi12-131 ver.34.0 for machine doyen 5. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 8l03677. There are 2 complaints for the affected lot registered within tw8.7. A photograph has been received and has been evaluated in accordance wi-0359. The photographs confirm the product and complaint issue. The photographs also confirm the malfunction code. Two events were opened for this issue for this product on doyen 5. Root cause investigations were completed and the issue was found to be the speed of the line was causing the web to bounce. The bouncing movement causes product displacement post pad cutting. The parts can move into the sealing area resulting in a breach in the seal post heat sealing. The result is product with dressing in the seal, leading to non sterile product. The issues have been rectified and no further action is required. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was an extra piece of dressing within pack. The product was not used. A photograph depicting the issue was received from the complainant.